Event description:
Event description guidant received information that during a pacemaker replacement procedure for normal battery depletion, this right ventricular lead was observed to have been fractured in several locations. The lead was explanted and successfully replaced.